Event description:
It was reported that during a colon resection procedure, the device did not cut all the way. The device was difficult to remove and tore tissue during removable. Due to torn tissue, the patient received a permanently colostomy. Unknown patient current condition at this time.

Event description:
Additional information was requested on (B)(4) 2011 and (B)(4) 2012 and to date, no more information has been obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Anvil not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer casing half was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, the instrument should be opened by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degree in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.